Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs with a drain volume of 3267ml during cycle 5. The largest prescribed fill volume of 2000ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The device failed homechoice return instrument test/evaluation (rite) functional testing but passed homechoice rite electrical safety analyzer testing. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain. One or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. Baxter will continue to monitor similar reports to determine if further actions are required.